Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an auriga 30 laser console was used in a lithotripsy procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the laser console alerted error 1412 - hv chargeable power pack not ready. The procedure was not completed due to this event. After it was troubleshooted the console was working again. There were no patient complications reported as a result of this event.